Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient's bp was not responding to current medications although they were titrated up. When a PICC line was placed and all infusions were moved from the "cordis" to the PICC, it was noticed that one of the drips was disconnected at the distal luer lock, allowing the medication and blood to leak. An additional unspecified agent/bp supporting medication was added that the customer speculated may not have been needed had the leak not occurred.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection under magnification revealed that there was insufficient bonding solvent on the end of the tubing. Dimensional testing indicated that the tubing was within specifications. Functional testing was not possible as the tubing was received separated from the male luer. The root cause of the leak was a manufacturing issue of insufficient solvent applied at the engagement of the tubing and the male luer, resulting in the male luer detaching from the tubing and leaking.

Manufacturer narrative:
(B)(4)